Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300's to as high as 430 (mg/dl) and it was addressed with a correction via the pump and a manual injection. At the time of the report the customer's blood glucose level was 330 mg/dl. The customer's healthcare provider recommended for the customer to change their site. The customer changed the site twice. During troubleshooting with tandem's technical support, it was noted that the luer lock was loose and leaking. The customer tightened the connection, primed the tubing, and resumed insulin delivery.